Manufacturer narrative:
Integra has completed their internal investigation on 07jun2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: engineering inspected the part¿s lock/unlocking mechanisms and torque screws¿ output forces. The skull clamps was mounted onto the fixture and got assembled with a wooden block. The starbursts¿ threads from both sides work perfectly. Also, the torque screws were subjected to test procedure where the pressures were checked at 20, 40, 60, and 80 lbs. At intervals +/- 4 lbs. Deviation and both were within specifications. Device history record reviewed for this product ID (a3059) lot code/work order: (B)(4) manufactured on 04/22/15 show no abnormalities related to the reported failure. A total of (B)(4) devices were manufactured during this period and all passed all required inspection points with no associated mrr¿s or variances. Rework - yes but no correlation observed as there was a rework router to convert sale skull clamps into pool items. No service history is on file for this device. No manufacturing or design related trend has been identified. In summary: engineering was not able to confirm the customer complaint about the skull clamp experiencing a shift during surgery. All the inspections necessaries were performed and none of the characteristics malfunctioned.

Event description:
It was reported that the surgeon had pinned the patient and after making the initial incision, the patient's head experienced a shift leading to a significant change in position. The surgeon adjusted his technique and continued the surgery without repositioning the patient. There was no noted patient injury. Additional information has been requested and on (B)(6) 2016, the following was provided by the customer: a (B)(6) year old female patient underwent a repair of encephalocele for recurrent csf leak using temporalis fascia and split thickness calvarial graft. Integra mayfield adult disposable skull pins ((B)(4)) were used. The specific lot number of the skull pins used during the surgery was not provided. The customer however provided the skull pin lot numbers found in their inventory storage (1154596, 1154525, 1154523, and 1154063). With regards to the other questions asked from the customer, the customer stated he will forward them to integra as soon as the surgeon gets the rest of the answers back to him.